Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was device was explanted on (B)(6) 2015, due to a performance decrement. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct implant date is (B)(6) 2010, not june 25th, 2010, as previously reported. This report filed february 22nd, 2016.